Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: ¿slow leak¿ and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side ¿slow leak¿ and capsular contracture, baker grade IV, "visible distortion and pain". Device was explanted.

Event description:
Healthcare professional reported a right side ¿slow leak¿ and capsular contracture, baker grade IV, "visible distortion and pain". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6, h.6.